Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is empty and the piston is all of the way out. The customer's blood glucose reading was 300 mg/dl at the time of incident. Troubleshooting found that the pump did not alarm when reservoir empty. The customer was also advised that the device would be replaced and to return the product for analysis.